Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit with a blood glucose level of over 600 mg/dl and high ketones identified as dangerous by health care provider. Customer was treated with intravenous fluids of saline and insulin. The customer was discharged from the hospital on (B)(6) 2021 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.